Manufacturer narrative:
Correction: the initial MDR submitted for this complaint is a duplicate of MFR report # 1920898-2018-00708.

Event description:
It was reported that a relion® insulin syringe had a small hole in the barrel, that caused medication to leak from the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a relion® insulin syringe had a small hole in the barrel, that caused medication to leak from the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot # 8015501. No samples from lot # 8085617 were returned by the customer. Customer states that one syringe had a tiny hole in the barrel of the syringe resulting in the medication leaking through the hole. A review of the device history record was completed for batch # 8085617 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200750991, 200750955] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hole in barrel, leakage).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringe had a small hole in the barrel, that caused medication to leak from the syringe. There was no report of exposure, serious injury or medical intervention.